Manufacturer narrative:
Trackwise # (B)(4). Corrected section: type of event: changed to "serious injury", evaluation code: device code changed to "peeled". The device was returned to the factory for evaluation on 9/27/2019. An evaluation was conducted on 11/25/2019. There were signs of clinical use and evidence of blood observed on the harvesting tool. Heavy blood and charred tissue were observed on the heater wire. The silicone jaw was observed to be peeled and chipped on the cold jaw, however the detached portion of the silicone was not returned for evaluation. The heater wire was also observed to be slightly flexed away from the middle of the jaw, yet remained attached to the hot jaw. Based on the returned condition of the device, the reported failure "peeled; jaw " was confirmed, as well as the analyzed failure "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had an issue with a cracked tip. The silicone cracked, peeled and fell in the patient but was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview 3000 had an issue with a cracked tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.